Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
The returned device was evaluated and no evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined.correction to d(4): sequence number changed from unavailable to 010401-02063.